Event description:
It was reported that there was an atrial lead warning. The lead impedance was reported as being 240 ohms, and device diagnostics showed 754,798 low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.